Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune diagnosed') and postoperative wound infection ('wound infection after hysterectomy') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test conducted on (B)(6) 2007 the result was reported as bilateral occlusion. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), postoperative wound infection (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal condition") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, abdominal distension, headache, weight increased, fatigue, dysmenorrhoea, menorrhagia, postoperative wound infection, gastrointestinal disorder and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, menorrhagia, pelvic pain, postoperative wound infection and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Reporter's information was updated. Added event dysmenorrhea, menorrhagia, autoimmune diagnosed, wound infection after hysterectomy, gastrointestinal condition. Patient note was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with surgery (removal of essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension, headache, weight increased and fatigue outcome was unknown. The reporter considered abdominal distension, fatigue, headache, pelvic pain and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.